Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for a lead explant due to noise observed on the lead. The lead was explanted and replaced, and the patient did well afterwards.